Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 timed out. Device stops working and generator does not beep. Device failed to deliver energy. (Seems that polyfuse was in effect.) Heater wire was not loose. Second device was opened to finish case. No patient was harmed.

Manufacturer narrative:
Trackwise ID# (B)(4).

Manufacturer narrative:
H3 correction: device not returned has been changed to device discarded. H6 correction: device not returned has been changed to device discarded. Internal complaint number: (B)(4). Analysis of production: (3331/213/67) the device history records review concluded that there were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the manufacturing process and the reported failure. Historical data analysis: (4109/213/67) the review of the historical data indicates that no other similar complaint was reported for the same lot number and reported failure mode. Trend analysis: (4110/213/67) the overall 24 month product complaint trend data for the period aug 2019 to jul 2021 was reviewed. There were no triggers identified for the review period. Communication/interviews: (4111/213/67) communication/interviews were performed to obtain all possible information. Device discarded: (4115/3221/67) despite request customer indicated that the device was discarded; however, the actual device involved in the adverse event had been already discarded and thus irretrievably lost for testing. H3 other text : device not returned.

Event description:
N/a.

Manufacturer narrative:
Trackwise ID # (B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 timed out. Device stops working and generator does not beep. Device failed to deliver energy. Also a wire inside jaws came loose. Heater wire was not loose. Seems that polyfuse was in effect. 2nd device was opened to finish case. No patient was harmed.